Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the channel c pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with an intermittent stop key on the channel c pumphead module (phm) keypad was found and confirmed by a baxter service technician. This condition was caused by a defective channel c phm keypad. The channel c phm keypad was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4). A follow-up report will be submitted if additional information becomes available.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.